Event description:
Caller reported blood glucose results of 160 mg/dl and 79 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Patient was revised to address chronic dislocation. Only the liner was changed.